Event description:
It was reported that the patient experienced malfunction of four pods from the same box, with some pods generating alarms and others failing without any alarm. These repeated pod failures resulted in lack of insulin delivery, causing the patient¿s blood glucose to rise to approximately 600mg/dl. The patient reported symptoms including dizziness, vomiting, diarrhea, anxiety, and difficulty sleeping due to persistent hyperglycemia. On (B)(6) 2026, the patient presented to the emergency room (ER) at approximately 2p.m. With a blood glucose level of about 410mg/dl. She noted that she had manually injected insulin using a pen to lower her glucose prior to presenting to the ER. She received intravenous saline, insulin, and supportive treatment for dizziness, and remained in the ER for approximately 3-4hours before discharge. The patient stated her diagnosis was acute hyperglycemia. She also reported receiving multiple pod error messages over several days, including repeated ¿interruption in the flow of insulin due to a blockage or occlusion¿ and ¿missing sensor values¿ alerts between (B)(6). All faulty pods had been discarded and are unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.